Manufacturer narrative:
D6: implant date: only month and year valid. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date in (B)(6) 2017, the patient underwent fusion. On an unknown date, post-op, the implanted screw broke at s1. The patient also experienced isolated back pain. Hence, on (B)(6) 2019, the patient underwent a revision surgery to remove all instrumentation. On the first day, post revision surgery, patient's condition was reported as stable and recovering.